Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring cutter did not retrieve the piece of aorta; they could not find the aorta tissue. The surgeon went on to complete the procedure. The pt had a post-operative minor stroke with residual effects of peripheral weakness. The surgeon believed it was due to the missing piece of aorta tissue. The current condition of the pt status is unknown; the pt is no longer under this dr's supervision. The dr did not remember any underlying patient conditions.

Manufacturer narrative:
The patient and device codes were coded by the MFR after the procedure, the hosp discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lhr review cannot be performed because the lot number was not provided by the hosp.